Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported that the up and down buttons were hard to work with, they would not respond when pressed. The customer¿s blood glucose level was 240 mg/dl. They were advised to observe the time clock for one minute. They verified that the time was right. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.